Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse verified the reported issue of the e200 not being recognized by the system. It was found that the e200 node was not selected in the download app. The fse updated the system to the correct configuration and confirmed proper operation of the e200 upon completion. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an incorrect configuration setting in the e200, which prevented the system from recognizing it. The issue was resolved by selecting the e200 node in the download app. This misconfiguration had interrupted communication between the system and the e200.

Event description:
It was reported that during da vinci-assisted partial nephrectomy surgical procedure, the clinical sales representative (csr) contacted intuitive technical support engineer (tse) to report a not connected to the generator message on the screen. The surgeon console touchpad said generator not detected with their e-200 generator. The e-200 was powered on. Tse recommended customer confirm the e-200 cables were connected. The caller reseated the e-200 cables but message remained. The caller then rebooted the davinci system and the e-200, but the message remained. The caller then got a new ethernet connector and connected it to the e-200 and vp but the message remained on the screen. Tse recommended they could swap to another vision tower with another generator on it, caller stated the other systems were being used. Tse asked caller if they had a backup e-200 and they didn't. Tse recommended using the valley lab/covidien force triad as a backup, but caller stated they didn't have a force triad only a ft10. Site had converted to laparoscopic were proceeding. The csr called back further to troubleshoot. Tse had them verify all cable connections and power cycle all components with no change. E200 generator worked with external foot pedal. It was not connecting to vision tower. The customer did not have the force triad or the energy activation cable. The procedure was converted to laparoscopic with no reported injury.